Manufacturer narrative:
The reported multifix s peek 5.5mm device, intended for use in treatment, was not returned for evaluation. A relationship between the product and reported incident cannot be established as the product was not returned. Without the reported product a visual and functional evaluation cannot be performed and customer¿s complaint cannot be confirmed. From the information provided, ¿after surgery, the patient had a right shoulder adhesive capsulitis.¿ an exact root cause cannot be determined without evaluation of the device; however, factors unrelated to the manufacture or design of the device that could have contributed to the reported event include: physical conditions that would eliminate or tend to eliminate adequate implant support or retard healing. There were no indications during manufacturing record review that would suggest that the device did not meet product specifications upon release into distribution.additional information on g3.

Event description:
It was reported that after surgery, the patient had a right shoulder adhesive capsulitis on (B)(6) 2016. The event was treated with physical therapy and patient had a s/p r shoulder scope, sad, lysis of adhesions, capsular release and muga on (B)(6) 2016. The outcome of the patient is recovered.